Event description:
During an in clinic follow-up, noise resulting in oversensing and functional undersensing was observed on the device. It is suspected that the noise is related to separate device implanted in the patient. Abbott technical support recommended reprogramming to resolve the event, however, no intervention has been performed to resolve the event. The patient was in stable condition and will continue to be monitored.